Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/02/2025, it was reported by a distributor via (B)(4) that an ar-611-4 tibial impactor broke upon impact. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged, ar-611-4, batch 052204, was received for investigation. Visual evaluation found that the impactor head is broken off. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to wear and tear. Due to continuous mechanical forces applied to it, the device will inevitably sustain damage over time. The device's manufacturing date was 2022. Refer to the investigation photos. The complaint allegation is confirmed.